Event description:
Voluntary distributor report the customer reported that the sb836, endo pouch w/memory wire 3x6" device was being used during an unknown procedure on (B)(6) 2022 when it was reported ¿we felt that the possibility of a bag breaking and not knowing that a piece was left in, or a possibility of a cancer cell spill out, was too great to use this product. I know personally of five breaks, most of them were on the seam, but the last one was in the center of the bag, it was too risky to ever use this item again." Further answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.